Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump delivers inaccurately. Caller stated customer sometimes experiences too high and sometimes too low blood glucose level. No adverse event reported. Requested return of the alleged device for evaluation.